Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
It was reported the patient experienced ineffective and unintended stimulation due to lead migration (date of event unknown). Consequently, surgical intervention was taken on (B)(6) 2015 where the lead was repositioned and an additional anchor was implanted. Reportedly, the patient had effective therapy postoperatively. The patient received two scs leads with the same lot number.